Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access balloon was used to treat the right in cannulation zone. Approximately 27 months post index procedure shuntagram showed a tandem primary lesion at the swing segment and distal non-cannulation zone ( index lesion was at the cannulation zone) and the lesion was treated successfully with percutaneous intervention. No residual stenosis at the end of the procedure. The event is resolved.